Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Dexcom technical support was contacted on (B)(6) 2013 by international distributor to report that on (B)(6) 2012, a patient reported a broken sensor. Details surrounding the event were not provided, and it was unclear if this may be related to user error. Dexcom attempted to acquire additional information related to the event, to no avail. Additional information will be provided should a more complete version of the complaint become available to dexcom.